Event description:
Spontaneous call, pt's sister states that pump beeped, stopped infusion, and lost programming while in use. Pt did not experience an ae. Pt was able to start infusion on backup pump. Replacement pump will be sent for next day delivery. Pump is available for investigation. No other info known. Dose or amount: 29nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.